Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, and no delivery tests. No rewind anomaly was noted. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that the customer had low blood glucose, high blood glucose, and low reservoir alarm. The blood glucose at the time of the incident was 43 mg/dl. The customer had a low reservoir alarm but could not clear it. When the customer woke up his blood glucose was 75 mg/dl but after having breakfast and a bolus his blood glucose was greater than 400 mg/dl. Troubleshooting was not performed. The device was returned for analysis.